Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. The impedances and sensing thresholds were normal, but because the patient was pregnant, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead implanted: (B)(6) 2002. (B)(4).